Event description:
Caller reported a malfunction on pump, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, but the customer was unable to perform the reset due to lack of a charging cable; customer planned to call back when ready to proceed with the reset.